Event description:
Patient was (B)(6) year old female being treated for stenosis of hepatic artery. Post procedure the vascade 6/7f device was utilized to close the access site. Patient underwent a renal angiogram which utilized the vascade closure system. Approximately 2 hours after deployment a small hematoma at the groin site was noted to expanded. An xray taken one hour after this, noted no pseudoaneurysm. There was no further change in size until approximately 3 hours later (now 6 hours post deployment) when the hematoma again expanded and bleeding from the site was noted. This included passage of material which may have been the collagen plug. An xray revealed pseudoaneurysm and the patient was taken to the operating room for surgical repair. Of note, patient was noted to have some coughing during post angiogram period and her blood pressure rose form 154/62 to 187/84 at the time of the last hematoma expansion.

Manufacturer narrative:
The review of the DHR (lot 580i140609a) indicated that the device lot met all established performance criteria prior to shipment. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, there is no reported indication that the device did not function as intended as the device was inserted and deployed, final hemostasis was achieved at the access. The possible cause of the collagen plug coming out of the access site due to a spike in blood pressure and the patients violent coughing. These factors also could have contributed to both the pseudoaneurysm and the hematoma. It should also be noted that hematoma and pseudoaneurysm are known complications of endovascular procedures or vascular closure.